Manufacturer narrative:
Follow-up #1: date of submission 05/14/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the paint on the pump is chipping off. The total daily dose adds up correctly and reflects the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Cartridge cap was not returned. Returned battery cap/test cartridge cap used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient contacted animas on (B)(6) 2015 alleging a casing/condition (cosmetic finish) issue. This malfunction is being ruled out as a cosmetic finish does not affect insulin delivery. The patient reported that they had a blood glucose (bg) of 22mmol/l with polyuria, polydipsia, confusion and nausea. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. The patient was insistence on replacing the pump. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.